Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a device check. Stored egm revealed that the device exhibited post-paced t-wave oversensing. Programming changes were recommended but not made. High defibrillation threshold (dft) was also noted. An azygous coil was implanted on (B)(6) 2016 and dfts was retested leaving sensitivity settings as previously programmed. Patient is doing fine.